Event description:
A minimum fill notification was reported by the caller, who was attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After the issue persisted with the initial cartridge, technical support guided the caller to fill and load a new cartridge following the proper technique, which resolved the issue. The caller was able to successfully load the cartridge onto the pump and resume insulin use. The patient requested six cartridge replacements as they had used six cartridges prior to troubleshooting, and replacements were sent.